Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) inspected the device and found burnt components on the dc (direct current) to dc converter printed circuit board (pcb), the batteries not charging and failing a power on self test (post). The se replaced the dc to dc converter pcb, the batteries, the power controller, the power distribution printed circuit board assembly (pcba) and the battery backplane pcba. The se upgraded the software to it's current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed, shut down, stopped delivering breaths and had a burning smell. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.